Event description:
It was reported that the powder pouch of the canister was opened before use so the powder came out of the pouch. A clogging was caused by the powder while using renasys. No harm or injury reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks or blockages. The IFU offers further guidance. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.